Event description:
Procedure performed: ni. Event description: [translation]. Indeed, the coagulation button of the forceps remains blocked and the coagulation is engaged by itself. Additional information received by applied medical representative on 28mar23: the surgeon replaced the handpiece by a new one. The issue was that the button activation was blocked even if the surgeon hadn¿t his hand on it. This issue was observed twice. The device was being used for (B)(4) minutes before the problem occurred. The surgeon didn't clean the device because the surgeon has used only (B)(4) minutes the voyant before so it was not necessary. There is no patient injury, everything was ok. Intervention: device replacement. Patient status: there is no patient injury, everything was ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of unintended rf energy output. Upon closer inspection, the fuse switch, an internal component of the unit, was observed to be misaligned. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the misaligned fuse switch. Correction: h6 (device code) is being updated to "4712 - switch/relay" based on the results of the investigation.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni event description: [translation] indeed, the coagulation button of the forceps remains blocked and the coagulation is engaged by itself. Additional information received by applied medical representative on 28mar23: the surgeon replaced the handpiece by a new one. The issue was that the button activation was blocked even if the surgeon hadn¿t his hand on it. This issue was observed twice. The device was being used for 3 minutes before the problem occurred. The surgeon didn't clean the device because the surgeon has used only 3 minutes the voyant before so it was not necessary. There is no patient injury, everything was ok. Intervention: device replacement patient status: there is no patient injury, everything was ok.